Event description:
Information received from the field does not address the patient's clinical status but notes that during the follow- up visit, the device displayed the message, "unknown pacer memory" and "press interrogate". During subsequent inter-rogations, dashes (---) were displayed for most parameters.